Event description:
Customer reported a past incident where their blood glucose level dropped to 50 mg/dl, but there was no action taken as the customer had slept through it. Despite the occurrence, control-iq feature was active, but the cause of the low blood glucose was unknown. Tandem technical support recommended the customer consult their healthcare provider for further discussion on elements affecting their blood glucose levels, which the customer acknowledged and understood.